Event description:
Pt had a nosebleed prior to this incident from the removal of a previous feeding tube. Pt was on a heparin drip at the time of the incident. Ng feeding tube inserted into pt after 2 previous attempts, although with resistance. Nurse ausculated and could not verify placement of the tube. Nurse attempted to remove the tube and met resistance. Nurse then flushed tube and tried to remove stylet. Stylet moved approx 1 to 1 1/2 inches. Nurse repeated attempts to remove stylet, but was unsuccessful. Nosebleed started again and pt had some hemoptysis. Nurse again attempted to remove the whole tube with stylet while meeting resistance, but was successful. When tube was removed, a small loop of the stylet was noted protruding out the wall of the tubing. Heparin drip was discontinued. Pt continued to have nosebleed. Medication therapy/ice packs did not resolve bleed. Ent consult was ordered and pt was taken to surgery. Endotracheal tube was removed and placed orally. A feeding tube was inserted orally. Nose was packed. Bleeding resolved shortly after. Pt received 3 units of blood over the next few days. On 2/18/97 risk manager, stated that the hospital will not release medical devices to the MFR for evaluation.